Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip cable was broken at the distal idlers. The idler pulley spun freely and did not exhibit damage. The cable segment stuck out at the instrument's wrist. Other cables at the wrist were not damaged. Additional observation not reported by site was the instrument distal pulley had scratch marks/abrasions. The scratches were on the surface of the distal pulley. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however the broken grip cable were to recur could cause or contribute to an adverse event.

Event description:
It was reported during da vinci hysterectomy procedure that the large suture cut needle driver instrument had a broken cable. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.